Manufacturer narrative:
Additional concomitant medical products: 31002501 valve, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. The lead was explanted and replaced. It was further reported that the right ventricular (rv) lead exhibited loss of capture during the replacement procedure. Loss of rv lead capture was not observed post-procedure. The lead remains in use. No patient complications have been reported as a result of this event.